Manufacturer narrative:
An investigation of the device by the spacelabs field service representative and review of the device logs confirmed the reported complaint. During the display of the error message, the arkon automatically activates the emergency oxygen and the licensed clinician, who is in constant attendance, can continue to manually ventilate the patient while power cycling the device which resolves the issue. The investigation findings showed no risk of serious harm to the patient and no serious risk should the event recur, however spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2017 the flowmeter lights went off on the arkon and the ventilator display showed a message stating ¿total system failure, activate emergency o2. Switch to manual ventilation." No injury was reported as a result of this event.